Event description:
Reportedly, surgeon had a very difficulty time removing the stapler. The instrument fired ok, but then could not be removed from the anastomotic line. The surgeon was finally able to manipulate the instrument from the rectum. Anastomotic ring that was cut was checked by the surgeon and the distal ring fell apart. It was tested for leaks and no leaks found at that time. Pt condition ok. Procedure: lower anterior resection.